Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had heart rates in the 30s to 40s while the lower rate of the implantable cardioverter defibrillator (ICD) was programmed to 60 beats per minute. The patient has frequent premature ventricular contractions (pvc) and the presenting electrocardiogram shows appropriate atrial pacing and ventricular sense response appears to be capturing appropriately. The device remains in use. No further patient complications have been reported as a result of this event.